Event description:
It was reported that this device was explanted due to an inappropriate shock being delivered. The device will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted due to an inappropriate shock being delivered. The device was returned. No additional adverse patient effects were reported. Additional review of the case was done and it was confirmed that this is a duplicate. Refer to report 2124215-2020-14824 for additional information regarding this case.

Event description:
It was reported that this device was explanted due to an inappropriate shock being delivered. The device will be returned. No additional adverse patient effects were reported. Refer to report 12521691 for additional information regarding this case.

Manufacturer narrative:
Patient code 3191 is being used toc capture the additional intervention performed.